Event description:
It was reported the device was explanted and replaced due to intermittent capture and no output. Further, the lead was reported to be "broken/faulty" and was replaced. No patient complications were reported as a result of this event.